Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after caesarean operation, the doctor examined whether there was any bleeding and found that the fascia was split and the suture was broken. They replaced suture immediately and re-stitch.